Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due diligence was performed for this event with no response from the customer. The device has been returned. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use (IFU). These test results were not conforming to the regulations. The test results of jan 20, 2023, showed a presence of pseudomonas aeruginosa. The air/water channel had 8 cfu/ ml. The swabbing of forceps elevator and distal end had no detection. The balloon channel had 0 cfu/ml and suction channel had 1 cfu/ml. The device was reprocessed per the IFU and a sampling taken. The results of the second test on jan 26, 2023, indicate that the device is conforming to the regulations and has no detection of indicator organisms, as well as 0 cfu/ml in air/water channel, balloon channel, and suction channel. Swabbing of forceps elevator and distal end had no detection. The returned device has been evaluated. Observations for the device are: due to deformation of forceps elevator (fe) lever, up/down knob cannot be locked securely; scope connector and electrical connector have corrosion; plate has corrosion due to water leakage; due to damage on acoustic lens, water tightness is lost; adhesive on distal end rubber coating (a-rubber) has wear; due to deformation of bending tube, connection between bending section and connecting tube is not secured; connecting tube has discoloration; and ultrasonic probe is loose. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device tested positive in a microbial culture test performed for the device. There is no reported harm to any patient. The device is also reported to have the issue of problematic bending.